Event description:
The customer reported images were split and dark. No pt inury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a monitor connector. System operates as intended. (B)(4).